Manufacturer narrative:
(B)(4). The training manual was reviewed which documented the following: no special equipment is required for the subclavian or axillary access. The physician elected to obtain an additional access site and pre-emptively park the 0.018 guidewire. The sapien 3 valve in valve instructions for use (IFU) does list ¿mechanical failure of ds, and/or accessories¿ as a potential risk of the valve in valve procedure. In this case the device failure was not an edwards device but an accessory wire that became trapped between the deployed thv and the pre-existing surgical valve, apparently as a result of poor wire management. In addition, the guidewire was 0.018 which would be difficult to visualize on fluoroscopy and/or cine, which may increase the risk for the guidewire being dislodged from its position in the subclavian artery. No imaging was provided to allow for evaluation of the procedure steps taken during the case. There is no indication or allegation that a malfunction contributed to this event. No product is available for return. In this case, the guidewire became trapped between the pre-existing surgical valve and the newly deployed sapien 3 valve and was unable to be removed. The physician opted to cut the wire at the femoral access insertion site and leave it in the (B)(6) year old patient versus open surgical retrieval of the guidewire.

Event description:
A 20mm sapien 3 valve was implanted within a hancock surgical valve via trans-axillary approach. Prior to valve implant, a 0.018 wire was placed from the left femoral artery to the subclavian to be used for bailout. Post valve implant it was discovered the wire was caught between the sapien 3 valve and the surgical valve. Despite multiple attempts, the wire could not be removed. The wire was cut at the femoral artery and was left in the patient. At the time of the report the patient was stable. It was thought that that delivery system got caught on the wire while advancing and brought it down. The wire was not seen prior to valve deployment as the valve was deployed under fluoro and not cine. The wire could be seen on cine post deployment.